Event description:
New information available on 4/9/2018 states that, the lead was capped on (B)(6) 2018. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial impedance was high. The patient was again seen in clinic on (B)(6) 2018 and was stable. No further information was available.